Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins doesn't hold a charge for very long and has been like that since implant. No symptoms reported. No further complications reported and/or anticipated at this time.